Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose, high blood glucose and sensor issues. The customer's blood glucose lowered to 38 mg/dl and was as high as 375 mg/dl. The customer did not specify how they treated their blood glucose. The customer also received several change sensor alerts. Troubleshooting was not performed on the insulin pump. It was unknown if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.